Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional codes: mni, mnh, kwp, kwq. This report is for (2) two unknown pangea polyaxial pedicle screws. Implant date: unknown date about 10 years ago (2006). Removed hardware was disposed of at the hospital. (B)(4): adjacent level disease. This report is for (2) two unknown pangea polyaxial pedicle screws. (510: possibly k103287). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had an initial lumbar surgery in the region between levels l1-l5 on an unknown date about 10 years ago. On (B)(6) 2016, the patient had revision surgery due to pain; the pain is above the construct at level t12-l1 level of the spine, adjacent level disease was also noticed. All synthes hardware (pangea construct) were removed and replaced with a competitor's product. None of the hardware was reported to be broken; the removed hardware was disposed of at the hospital. There was no patient information provided. Concomitant medical products: synthes titanium locking screws; part numbers -unknown; lot numbers - unknown; quantity(8). Synthes polyaxial pedicle screws; part numbers -unknown; lot numbers - unknown; quantity(8). This report is for (2) two unknown pangea polyaxial pedicle screws. This report is 3 of 3 for (B)(4).